Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("severe pelvic pain / pain"), dysfunctional uterine bleeding ("dysfunctional uterine bleeding"), menorrhagia ("excessive menstruation"), blindness ("lose vision/loss of vision") and rheumatoid arthritis ("autoimmune disorder (rheumatoid arthritis)") in a 41-year-old female patient who had essure (batch no. 753646) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "did you undergo an essure confirmation test? No". The patient's medical history included gravida ii, missed abortion and tonsillitis. The patient does not use tobacco. She has not been exposed to passive smoke. Concurrent conditions included body mass index normal, ovarian cyst, parity 2 ((B)(6) 1988, (B)(6) 1995).), alcohol use and acute vaginitis. Family history included rheumatoid arthritis (mother) and hypothyroidism (mother). Concomitant products included adalimumab (humira) since (B)(6) 2013, alprazolam (xanax), hydromorphone hydrochloride (dilaudid), ibuprofen from (B)(6) 2014 to (B)(6) 2015, misoprostol (cytotec) and paracetamol (acetaminophen) from (B)(6) 2013 to (B)(6) 2016. On (B)(6) 2013, the patient had essure inserted. On (B)(6) 2013, the patient was found to have weight increased ("weight gain"), 1 month 20 days after insertion of essure. In (B)(6) 2013, the patient experienced blindness (seriousness criterion medically significant), rheumatoid arthritis (seriousness criterion medically significant), mood altered ("hormonal changes (mood)"), vulvovaginal mycotic infection ("yeast infection"), fatigue ("fatigue"), gastrointestinal disorder ("gastrointestinal or digestive system condition") and nausea ("nausea"). On (B)(6) 2013, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). On (B)(6) 2014, the patient experienced dysmenorrhoea ("dysmenorrhea") and dyspareunia ("dyspareunia(painful sexual intercourse),"). On (B)(6) 2014, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required). On (B)(6) 2014, the patient experienced depression ("depression"). On an unknown date, the patient experienced dysfunctional uterine bleeding (seriousness criteria medically significant and intervention required), menstrual disorder ("menstruation issues"), rash ("rashes"), abdominal pain lower ("pain in lower abdomen/ ovary area (mild/severe)"), vaginal infection ("vaginitis"), anxiety ("mental anguish") and vaginal haemorrhage ("abnormal vaginal bleeding"). The patient was treated with fluoxetine hydrochloride (prozac) and surgery (on (B)(6) 2014 underwent novasure ablation and underwent hysterectomy with unilateral salpingectomy. Oophorectomy (one side removal of ovary).). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, dysfunctional uterine bleeding, menorrhagia, blindness, rheumatoid arthritis, menstrual disorder, mood altered, vulvovaginal mycotic infection, rash, fatigue, gastrointestinal disorder, nausea, weight increased, abdominal pain lower, vaginal infection, anxiety, vaginal haemorrhage, dysmenorrhoea, dyspareunia and depression outcome was unknown. The reporter considered abdominal pain lower, anxiety, blindness, depression, dysfunctional uterine bleeding, dysmenorrhoea, dyspareunia, fatigue, gastrointestinal disorder, menorrhagia, menstrual disorder, mood altered, nausea, pelvic pain, rash, rheumatoid arthritis, vaginal haemorrhage, vaginal infection, vulvovaginal mycotic infection and weight increased to be related to essure. The reporter commented: current weight: 141 lbs. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 21.6 kg/sqm. (B)(6) 2014 : pelvic ultrasound : bilateral ovaries show documented flow. Right ovary: 5.9 x 5.4 x 5.2 cm, complex cyst with a solid component that has slight vasculature 2.8 x 2.4 x 2.8 cm. Left ovary: dominate follicle1.6 cm. (B)(6) 2015 : mammogram : focal asymmetry in the right breast is benign. ¿concerning the injuries reported in this case, the following one was described in patient¿s medical record : dysfunctional uterine bleeding" . Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 28-mar-2019: pfs received. Added event depression. Concomitant drug, treatment drug were added. Events onset date updated. Incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("severe pelvic pain / pain"), dysfunctional uterine bleeding ("dysfunctional uterine bleeding"), menorrhagia ("excessive menstruation"), blindness ("lose vision") and rheumatoid arthritis ("autoimmune disorder (rheumatoid arthritis)") in a 42-year-old female patient who had essure (batch no. 753646) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "did you undergo an essure confirmation test? No". The patient's past medical history included gravida ii, missed abortion and tonsillitis. The patient does not use tobacco. She has not been exposed to passive smoke. Concurrent conditions included body mass index normal, ovarian cyst, parity 2 ((B)(6) 1988, (B)(6) 1995).), alcohol use and acute vaginitis. Family history included rheumatoid arthritis (mother) and hypothyroidism (mother). Concomitant products included alprazolam (xanax), hydromorphone hydrochloride (dilaudid), ibuprofen (motrin) and misoprostol (cytotec). On (B)(6) 2013, the patient had essure inserted. In (B)(6) 2013, the patient experienced blindness (seriousness criterion medically significant), rheumatoid arthritis (seriousness criterion medically significant), mood altered ("hormonal changes (mood)"), fungal infection ("yeast infection"), rash ("rashes"), fatigue ("fatigue"), gastrointestinal disorder ("gastrointestinal or digestive system condition"), nausea ("nausea") and weight increased ("weight gain"). On (B)(6) 2014, 11 months 27 days after insertion of essure, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), dysfunctional uterine bleeding (seriousness criteria medically significant and intervention required), menstrual disorder ("menstruation issues"), abdominal pain lower ("pain in lower abdomen/ ovary area (mild/severe)"), vaginal infection ("vaginitis") and anxiety ("mental anguish"). The patient was treated with surgery (underwent hysterectomy with unilateral salpingectomy.), surgery (on (B)(6) 2014 underwent novasure ablation) and surgery (on (B)(6) 2014 underwent novasure ablation). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, dysfunctional uterine bleeding, menorrhagia, blindness, rheumatoid arthritis, menstrual disorder, mood altered, fungal infection, rash, fatigue, gastrointestinal disorder, nausea, weight increased, abdominal pain lower, vaginal infection and anxiety outcome was unknown. The reporter considered abdominal pain lower, anxiety, blindness, dysfunctional uterine bleeding, fatigue, fungal infection, gastrointestinal disorder, menorrhagia, menstrual disorder, mood altered, nausea, pelvic pain, rash, rheumatoid arthritis, vaginal infection and weight increased to be related to essure. The reporter commented: current weight: 141 lbs. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 21.6 kg/sqm. (B)(6) 2014 : pelvic ultrasound : bilateral ovaries show documented flow. Right ovary: 5.9 x 5.4 x 5.2 cm, complex cyst with a solid component that has slight vasculature 2.8 x 2.4 x 2.8 cm. Left ovary: dominate follicle1.6 cm. (B)(6) 2015 : mammogram : focal asymmetry in the right breast is benign. ¿concerning the injuries reported in this case, the following one was described in patient¿s medical record : dysfunctional uterine bleeding" . Quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on 27-aug-2018: quality-safety evaluation of product technical complaint. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("severe pelvic pain / pain"), dysfunctional uterine bleeding ("dysfunctional uterine bleeding"), menorrhagia ("excessive menstruation"), blindness ("lose vision/loss of vision") and rheumatoid arthritis ("autoimmune disorder (rheumatoid arthritis)") in a 42-year-old female patient who had essure (batch no. 753646) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "did you undergo an essure confirmation test? No". The patient's past medical history included gravida ii, missed abortion and tonsillitis. The patient does not use tobacco. She has not been exposed to passive smoke. Concurrent conditions included body mass index normal, ovarian cyst, parity 2 ( (B)(6) 1988, (B)(6) 1995).), alcohol use and acute vaginitis. Family history included rheumatoid arthritis (mother) and hypothyroidism (mother). Concomitant products included alprazolam (xanax), hydromorphone hydrochloride (dilaudid), ibuprofen (motrin) and misoprostol (cytotec). On (B)(6) 2013, the patient had essure inserted. In (B)(6) 2013, the patient experienced blindness (seriousness criterion medically significant), rheumatoid arthritis (seriousness criterion medically significant), mood altered ("hormonal changes (mood)"), fungal infection ("yeast infection"), rash ("rashes"), fatigue ("fatigue"), gastrointestinal disorder ("gastrointestinal or digestive system condition"), nausea ("nausea") and weight increased ("weight gain"). On (B)(6) 2014, 11 months 27 days after insertion of essure, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), dysfunctional uterine bleeding (seriousness criteria medically significant and intervention required), menstrual disorder ("menstruation issues"), abdominal pain lower ("pain in lower abdomen/ ovary area (mild/severe)"), vaginal infection ("vaginitis"), anxiety ("mental anguish"), vaginal haemorrhage ("abnormal vaginal bleeding"), dysmenorrhoea ("dysmenorrhea") and dyspareunia ("dyspareunia(painful sexual intercourse),"). The patient was treated with surgery (underwent hysterectomy with unilateral salpingectomy.), surgery (on (B)(6) 2014 underwent novasure ablation) and surgery (on (B)(6) 2014 underwent novasure ablation). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, dysfunctional uterine bleeding, menorrhagia, blindness, rheumatoid arthritis, menstrual disorder, mood altered, fungal infection, rash, fatigue, gastrointestinal disorder, nausea, weight increased, abdominal pain lower, vaginal infection, anxiety, vaginal haemorrhage, dysmenorrhoea and dyspareunia outcome was unknown. The reporter considered abdominal pain lower, anxiety, blindness, dysfunctional uterine bleeding, dysmenorrhoea, dyspareunia, fatigue, fungal infection, gastrointestinal disorder, menorrhagia, menstrual disorder, mood altered, nausea, pelvic pain, rash, rheumatoid arthritis, vaginal haemorrhage, vaginal infection and weight increased to be related to essure. The reporter commented: current weight: 141 lbs. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 21.6 kg/sqm. (B)(6) 2014 : pelvic ultrasound : bilateral ovaries show documented flow. Right ovary: 5.9 x 5.4 x 5.2 cm, complex cyst with a solid component that has slight vasculature 2.8 x 2.4 x 2.8 cm. Left ovary: dominate follicle 1.6 cm. (B)(6) 2015 : mammogram : focal asymmetry in the right breast is benign. ¿concerning the injuries reported in this case, the following one was described in patient¿s medical record : dysfunctional uterine bleeding" . Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 13-sep-2018: pfs received: events vaginal bleeding, dysmenorrhea, dyspareunia added. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("severe pelvic pain / pain"), dysfunctional uterine bleeding ("dysfunctional uterine bleeding"), menorrhagia ("excessive menstruation"), blindness ("lose vision") and rheumatoid arthritis ("autoimmune disorder (rheumatoid arthritis)") in a 42-year-old female patient who had essure (batch no. 753646) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "did you undergo an essure confirmation test? No". The patient's past medical history included gravida ii, missed abortion and tonsillitis. The patient does not use tobacco. She has not been exposed to passive smoke. Concurrent conditions included body mass index normal, ovarian cyst, parity 2 ((B)(6) 1988, (B)(6) 1995).), alcohol use and acute vaginitis. Family history included rheumatoid arthritis (mother) and hypothyroidism (mother). Concomitant products included alprazolam (xanax), hydromorphone hydrochloride (dilaudid), ibuprofen (motrin) and misoprostol (cytotec). On (B)(6) 2013, the patient had essure inserted. In (B)(6) 2013, the patient experienced blindness (seriousness criterion medically significant), rheumatoid arthritis (seriousness criterion medically significant), mood altered ("hormonal changes (mood)"), fungal infection ("yeast infection"), rash ("rashes"), fatigue ("fatigue"), gastrointestinal disorder ("gastrointestinal or digestive system condition"), nausea ("nausea") and weight increased ("weight gain"). On (B)(6) 2014, 11 months 27 days after insertion of essure, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), dysfunctional uterine bleeding (seriousness criteria medically significant and intervention required), menstrual disorder ("menstruation issues"), abdominal pain lower ("pain in lower abdomen/ ovary area (mild/severe)"), vaginal infection ("vaginitis") and anxiety ("mental anguish"). The patient was treated with surgery (underwent hysterectomy with unilateral salpingectomy.), surgery (on (B)(6) 2014 underwent novasure ablation) and surgery (on (B)(6) 2014 underwent novasure ablation). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, dysfunctional uterine bleeding, menorrhagia, blindness, rheumatoid arthritis, menstrual disorder, mood altered, fungal infection, rash, fatigue, gastrointestinal disorder, nausea, weight increased, abdominal pain lower, vaginal infection and anxiety outcome was unknown. The reporter considered abdominal pain lower, anxiety, blindness, dysfunctional uterine bleeding, fatigue, fungal infection, gastrointestinal disorder, menorrhagia, menstrual disorder, mood altered, nausea, pelvic pain, rash, rheumatoid arthritis, vaginal infection and weight increased to be related to essure. The reporter commented: current weight: 141 lbs. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 21.6 kg/sqm. On (B)(6) 2014 : pelvic ultrasound : bilateral ovaries show documented flow. Right ovary: 5.9 x 5.4 x 5.2 cm, complex cyst with a solid component that has slight vasculature 2.8 x 2.4 x 2.8 cm. Left ovary: dominate follicle1.6 cm. On (B)(6) 2015 : mammogram : focal asymmetry in the right breast is benign. ¿concerning the injuries reported in this case, the following one/ones were described in patient¿s medical record : dysfunctional uterine bleeding" most recent follow-up information incorporated above includes: on 5-jun-2018: pfs received:event anxiety,vaginal infection added.fu 2 and 3 processed together incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("severe pelvic pain / pain"), dysfunctional uterine bleeding ("dysfunctional uterine bleeding"), menorrhagia ("excessive menstruation"), blindness ("lose vision") and rheumatoid arthritis ("autoimmune disorder (rheumatoid arthritis)") in a 42-year-old female patient who had essure (batch no. 753646) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "did you undergo an essure confirmation test? No". The patient's past medical history included gravida ii, missed abortion and tonsillitis. The patient does not use tobacco. She has not been exposed to passive smoke. Concurrent conditions included body mass index normal, ovarian cyst, parity 2 (02aug1988, 09sep1995).), alcohol use and acute vaginitis. Family history included rheumatoid arthritis (mother) and hypothyroidism (mother). Concomitant products included alprazolam (xanax), hydromorphone hydrochloride (dilaudid), ibuprofen (motrin) and misoprostol (cytotec). On 12-apr-2013, the patient had essure inserted. In june 2013, the patient experienced blindness (seriousness criterion medically significant), rheumatoid arthritis (seriousness criterion medically significant), mood altered ("hormonal changes (mood)"), fungal infection ("yeast infection"), rash ("rashes"), fatigue ("fatigue"), gastrointestinal disorder ("gastrointestinal or digestive system condition"), nausea ("nausea") and weight increased ("weight gain"). On 8-apr-2014, 11 months 27 days after insertion of essure, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), dysfunctional uterine bleeding (seriousness criteria medically significant and intervention required), menstrual disorder ("menstruation issues") and abdominal pain lower ("pain in lower abdomen/ ovary area (mild/severe)"). The patient was treated with surgery (underwent hysterectomy with unilateral salpingectomy.), surgery (on 6-jun-2014 underwent novasure ablation) and surgery (on 6-jun-2014 underwent novasure ablation). Essure was removed on 9-feb-2016. At the time of the report, the pelvic pain, dysfunctional uterine bleeding, menorrhagia, blindness, rheumatoid arthritis, menstrual disorder, mood altered, fungal infection, rash, fatigue, gastrointestinal disorder, nausea, weight increased and abdominal pain lower outcome was unknown. The reporter considered abdominal pain lower, blindness, dysfunctional uterine bleeding, fatigue, fungal infection, gastrointestinal disorder, menorrhagia, menstrual disorder, mood altered, nausea, pelvic pain, rash, rheumatoid arthritis and weight increased to be related to essure. The reporter commented: current weight: 141 lbs. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 21.6 kg/sqm. 30-mar-2014 : pelvic ultrasound : bilateral ovaries show documented flow. Right ovary: 5.9 x 5.4 x 5.2 cm, complex cyst with a solid component that has slight vasculature 2.8 x 2.4 x 2.8 cm. Left ovary: dominate follicle1.6 cm. 26-may-2015 : mammogram : focal asymmetry in the right breast is benign. ¿concerning the injuries reported in this case, the following one/ones were described in patient¿s medical record : dysfunctional uterine bleeding" most recent follow-up information incorporated above includes: on 26-feb-2018: events- "autoimmune disorder (rheumatoid arthritis), hormonal changes (mood), yeast infection, rashes, fatigue, gastrointestinal condition, gastrointestinal or digestive system condition, nausea, lose vision, weight gain, pain in lower abdomen/ ovary area (mild/severe), did you undergo an essure confirmation test? No", reporter, lot number, historical condition added from pfs. Event "dysfunctional uterine bleeding", historical and concomittant condition, lab data added from medical record. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('severe pelvic pain / pain'), dysfunctional uterine bleeding ('dysfunctional uterine bleeding'), menorrhagia ('excessive menstruation'), blindness ('lose vision/loss of vision') and rheumatoid arthritis ('autoimmune disorder (rheumatoid arthritis)') in a 41-year-old female patient who had essure (batch no. 753646) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "did you undergo an essure confirmation test? No". The patient's medical history included gravida ii, missed abortion and tonsillitis. The patient does not use tobacco. She has not been exposed to passive smoke. Concurrent conditions included body mass index normal, ovarian cyst, parity 2 ((B)(6) 1988, (B)(6) 1995).), alcohol use and acute vaginitis. Family history included rheumatoid arthritis (mother) and hypothyroidism (mother). Concomitant products included adalimumab (humira) since (B)(6) 2013, alprazolam (xanax), hydromorphone hydrochloride (dilaudid), ibuprofen from (B)(6) 2014 to (B)(6) 2015, misoprostol (cytotec) and paracetamol (acetaminophen) from (B)(6) 2013 to (B)(6) 2016. On (B)(6) 2013, the patient had essure inserted. On (B)(6) 2013, the patient was found to have weight increased ("weight gain"), 1 month 20 days after insertion of essure. In (B)(6) 2013, the patient experienced blindness (seriousness criterion medically significant), rheumatoid arthritis (seriousness criterion medically significant), mood altered ("hormonal changes (mood)"), vulvovaginal mycotic infection ("yeast infection"), fatigue ("fatigue"), gastrointestinal disorder ("gastrointestinal or digestive system condition") and nausea ("nausea"). On (B)(6) 2013, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). On (B)(6) 2014, the patient experienced dysmenorrhoea ("dysmenorrhea") and dyspareunia ("dyspareunia(painful sexual intercourse),"). On (B)(6) 2014, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required). On (B)(6) 2014, the patient experienced depression ("depression"). On an unknown date, the patient experienced dysfunctional uterine bleeding (seriousness criteria medically significant and intervention required), menstrual disorder ("menstruation issues"), rash ("rashes"), abdominal pain lower ("pain in lower abdomen/ ovary area (mild/severe)"), vaginal infection ("vaginitis"), anxiety ("mental anguish"), vaginal haemorrhage ("abnormal vaginal bleeding"), post procedural complication ("post procedural complication") and hypersensitivity ("allergic reaction"). The patient was treated with fluoxetine hydrochloride (prozac) and surgery (on (B)(6) 2014 underwent novasure ablation and underwent hysterectomy with unilateral salpingectomy.oophorectomy (one side removal of ovary).). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, menorrhagia, rash and dysmenorrhoea had resolved and the dysfunctional uterine bleeding, blindness, rheumatoid arthritis, menstrual disorder, mood altered, vulvovaginal mycotic infection, fatigue, gastrointestinal disorder, nausea, weight increased, abdominal pain lower, vaginal infection, anxiety, vaginal haemorrhage, dyspareunia, depression, post procedural complication and hypersensitivity outcome was unknown. The reporter considered abdominal pain lower, anxiety, blindness, depression, dysfunctional uterine bleeding, dysmenorrhoea, dyspareunia, fatigue, gastrointestinal disorder, hypersensitivity, menorrhagia, menstrual disorder, mood altered, nausea, pelvic pain, post procedural complication, rash, rheumatoid arthritis, vaginal haemorrhage, vaginal infection, vulvovaginal mycotic infection and weight increased to be related to essure. The reporter commented: current weight: 141 lbs. Patient received treatment for: pelvic pain, dysmenorrhea, menorrhagia and rash. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 21.6 kg/sqm. (B)(6) 2014 : pelvic ultrasound : bilateral ovaries show documented flow. Right ovary: 5.9 x 5.4 x 5.2 cm, complex cyst with a solid component that has slight vasculature 2.8 x 2.4 x 2.8 cm. Left ovary: dominate follicle1.6 cm. (B)(6) 2015 : mammogram : focal asymmetry in the right breast is benign. Concerning the injuries reported in this case, the following one was described in patient¿s medical record : dysfunctional uterine bleeding. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 9-jan-2020: pfs received: new event added- allergic reaction was added. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('severe pelvic pain / pain'), dysfunctional uterine bleeding ('dysfunctional uterine bleeding'), menorrhagia ('excessive menstruation'), blindness ('lose vision/loss of vision') and rheumatoid arthritis ('autoimmune disorder (rheumatoid arthritis)') in a (B)(6) female patient who had essure (batch no. 753646) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "did you undergo an essure confirmation test? No". The patient's medical history included gravida ii, missed abortion and tonsillitis. The patient does not use tobacco. She has not been exposed to passive smoke. Concurrent conditions included body mass index normal, ovarian cyst, parity 2 (02aug1988, 09sep1995).), alcohol use and acute vaginitis. Family history included rheumatoid arthritis (mother) and hypothyroidism (mother). Concomitant products included adalimumab (humira) since (B)(6) 2013, alprazolam (xanax), hydromorphone hydrochloride (dilaudid), ibuprofen from (B)(6) 2014 to (B)(6) 2015, misoprostol (cytotec) and paracetamol (acetaminophen) from (B)(6) 2013 to (B)(6) 2016. On (B)(6) 2013, the patient had essure inserted. On (B)(6) 2013, the patient was found to have weight increased ("weight gain"), 1 month 20 days after insertion of essure. In (B)(6) 2013, the patient experienced blindness (seriousness criterion medically significant), rheumatoid arthritis (seriousness criterion medically significant), mood altered ("hormonal changes (mood)"), vulvovaginal mycotic infection ("yeast infection"), fatigue ("fatigue"), gastrointestinal disorder ("gastrointestinal or digestive system condition") and nausea ("nausea"). On (B)(6) 2013, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). On (B)(6) 2014, the patient experienced dysmenorrhoea ("dysmenorrhea") and dyspareunia ("dyspareunia(painful sexual intercourse),"). On (B)(6) 2014, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required). On (B)(6) 2014, the patient experienced depression ("depression"). On an unknown date, the patient experienced dysfunctional uterine bleeding (seriousness criteria medically significant and intervention required), menstrual disorder ("menstruation issues"), rash ("rashes"), abdominal pain lower ("pain in lower abdomen/ ovary area (mild/severe)"), vaginal infection ("vaginitis"), anxiety ("mental anguish"), vaginal haemorrhage ("abnormal vaginal bleeding"), post procedural complication ("post procedural complication") and hypersensitivity ("allergic reaction"). The patient was treated with fluoxetine hydrochloride (prozac) and surgery (on (B)(6) 2014 underwent novasure ablation and underwent hysterectomy with unilateral salpingectomy.oophorectomy (one side removal of ovary).). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, menorrhagia, rash and dysmenorrhoea had resolved and the dysfunctional uterine bleeding, blindness, rheumatoid arthritis, menstrual disorder, mood altered, vulvovaginal mycotic infection, fatigue, gastrointestinal disorder, nausea, weight increased, abdominal pain lower, vaginal infection, anxiety, vaginal haemorrhage, dyspareunia, depression, post procedural complication and hypersensitivity outcome was unknown. The reporter considered abdominal pain lower, anxiety, blindness, depression, dysfunctional uterine bleeding, dysmenorrhoea, dyspareunia, fatigue, gastrointestinal disorder, hypersensitivity, menorrhagia, menstrual disorder, mood altered, nausea, pelvic pain, post procedural complication, rash, rheumatoid arthritis, vaginal haemorrhage, vaginal infection, vulvovaginal mycotic infection and weight increased to be related to essure. The reporter commented: current weight: (B)(6) . Patient received treatment for: pelvic pain, dysmenorrhea, menorrhagia and rash diagnostic results (normal ranges are provided in parenthesis if available): body mass index was (B)(6) . (B)(6) 2014 : pelvic ultrasound : bilateral ovaries show documented flow. Right ovary: 5.9 x 5.4 x 5.2 cm, complex cyst with a solid component that has slight vasculature 2.8 x 2.4 x 2.8 cm. Left ovary: dominate follicle1.6 cm. (B)(6) 2015 : mammogram : focal asymmetry in the right breast is benign. Concerning the injuries reported in this case, the following one was described in patient¿s medical record : dysfunctional uterine bleeding quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on (B)(6) 2020: quality safety evaluation of ptc we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('severe pelvic pain / pain'), dysfunctional uterine bleeding ('dysfunctional uterine bleeding'), menorrhagia ('excessive menstruation'), blindness ('lose vision/loss of vision') and rheumatoid arthritis ('autoimmune disorder (rheumatoid arthritis)') in a 41-year-old female patient who had essure (batch no. 753646) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "did you undergo an essure confirmation test? No". The patient's medical history included gravida ii, missed abortion and tonsillitis. The patient does not use tobacco. She has not been exposed to passive smoke. Concurrent conditions included body mass index normal, ovarian cyst, parity 2 ((B)(6) 1988, (B)(6) 1995).), alcohol use and acute vaginitis. Family history included rheumatoid arthritis (mother) and hypothyroidism (mother). Concomitant products included adalimumab (humira) since (B)(6) 2013, alprazolam (xanax), hydromorphone hydrochloride (dilaudid), ibuprofen from (B)(6) 2014 to (B)(6) 2015, misoprostol (cytotec) and paracetamol (acetaminophen) from (B)(6) 2013 to (B)(6) 2016. On (B)(6) 2013, the patient had essure inserted. On (B)(6) 2013, the patient was found to have weight increased ("weight gain"), 1 month 20 days after insertion of essure. In (B)(6) 2013, the patient experienced blindness (seriousness criterion medically significant), rheumatoid arthritis (seriousness criterion medically significant), mood altered ("hormonal changes (mood)"), vulvovaginal mycotic infection ("yeast infection"), fatigue ("fatigue"), gastrointestinal disorder ("gastrointestinal or digestive system condition") and nausea ("nausea"). On (B)(6) 2013, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). On (B)(6) 2014, the patient experienced dysmenorrhoea ("dysmenorrhea") and dyspareunia ("dyspareunia(painful sexual intercourse),"). On (B)(6) 2014, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required). On (B)(6) 2014, the patient experienced depression ("depression"). On an unknown date, the patient experienced dysfunctional uterine bleeding (seriousness criteria medically significant and intervention required), menstrual disorder ("menstruation issues"), rash ("rashes"), abdominal pain lower ("pain in lower abdomen/ ovary area (mild/severe)"), vaginal infection ("vaginitis"), anxiety ("mental anguish"), vaginal haemorrhage ("abnormal vaginal bleeding") and post procedural complication ("post procedural complication"). The patient was treated with fluoxetine hydrochloride (prozac) and surgery (on (B)(6) 2014 underwent novasure ablation and underwent hysterectomy with unilateral salpingectomy.oophorectomy (one side removal of ovary).). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, menorrhagia, rash and dysmenorrhoea had resolved and the dysfunctional uterine bleeding, blindness, rheumatoid arthritis, menstrual disorder, mood altered, vulvovaginal mycotic infection, fatigue, gastrointestinal disorder, nausea, weight increased, abdominal pain lower, vaginal infection, anxiety, vaginal haemorrhage, dyspareunia, depression and post procedural complication outcome was unknown. The reporter considered abdominal pain lower, anxiety, blindness, depression, dysfunctional uterine bleeding, dysmenorrhoea, dyspareunia, fatigue, gastrointestinal disorder, menorrhagia, menstrual disorder, mood altered, nausea, pelvic pain, post procedural complication, rash, rheumatoid arthritis, vaginal haemorrhage, vaginal infection, vulvovaginal mycotic infection and weight increased to be related to essure. The reporter commented: current weight: 141 lbs. Patient received treatment for: pelvic pain, dysmenorrhea, menorrhagia and rash diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 21.6 kg/sqm. (B)(6) 2014 : pelvic ultrasound : bilateral ovaries show documented flow. Right ovary: 5.9 x 5.4 x 5.2 cm, complex cyst with a solid component that has slight vasculature 2.8 x 2.4 x 2.8 cm. Left ovary: dominate follicle1.6 cm. (B)(6) 2015 : mammogram : focal asymmetry in the right breast is benign. ¿concerning the injuries reported in this case, the following one was described in patient¿s medical record : dysfunctional uterine bleeding." Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 5-may-2020: pfs received- new event post procedural complication was added. Outcome of the event pelvic pain, dysmenorrhea and menorrhagia and rash were updated from unknown to recovered . A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("severe pelvic pain") in a female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. In (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and menstrual disorder ("menstruation issues"). The patient was treated with surgery (underwent hysterectomy due to complications from the essure device). At the time of the report, the pelvic pain and menstrual disorder outcome was unknown. The reporter considered menstrual disorder and pelvic pain to be related to essure. Incident. No lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.